Manufacturer narrative:
The reported event that the spring between the two handles is detached could be confirmed. The visual inspection showed that the spring that normally connects both arms is detached from one arm. Nevertheless the cutting function is still functioning and the pliers could have been used intraoperatively by manual opening. After reassembling the spring within functional inspection, also the elastic opening/closing function was working as intended. A possible root cause for the loosening of the spring could have been too wide opening of the device as the spring is only held by a ring groove that surrounds a pin in the arms. Therefore, extensive opening of the device could result in a detachment of the spring. However a certain root cause for the detachment could not be determined. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no preventive and / or corrective action is required at this time.

Event description:
A company representative reported that during surgery the spring between the two handles detached. However, the surgery was successfully completed without any adverse effects to the patient.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that during surgery the spring between the two handles detached. However, the surgery was successfully completed without any adverse effects to the patient.